Event description:
According to the reporter: the instrument was first used to control the proximal rectum, then reloaded for use on the distal segment. The rectum was transected, but the staples had not been fired which resulted in fecal leakage. There was no report of further complication or difficulty with tissue damage. The distal rectum was over sewn with a 2-0pds running locked suture and then over sewn again with a simple 2-0 pds suture. Sigmoid volvulus with ischemic mega colon were involved. Procedure: subtotal colostomy hartmann's pouch end ileostomy.